Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty removing the device post-deployment from the stent implant, lesion/anatomy, and guiding catheter could not be replicated in a testing environment as it was based on operational circumstances. Poor balloon refold was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the stent was deployed via direct-stenting (no pre-dilation). It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, the reported IFU deviation does not appear to have caused or contributed to the reported complaint.

Event description:
It was reported that the xience prime stent was direct-stented in the diagonal artery. It was confirmed that the stent was well expanded; however, during removal of the stent delivery system (sds), resistance was noted. Additional maneuvers were performed until the balloon became free. It was noted that resistance was also met with the guiding catheter during removal of the sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.